Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was unknown. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer stated that they were using auto mode feature. The customer was treated with 3 (B)(6) cookies. Based on customer report customer did not allege insulin pump was over delivering. Customer declined to troubleshoot for low blood glucose and calibration not accepted. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was using auto mode but sensor was not paired to the insulin pump at the time of the call.